Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects. It was reported that, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects. 01/20/2023 it was reported that the physician has scheduled a system replacement. The sicd system will be replaced with a transvenous system. Mp it was reported the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.